Event description:
Pt enrolled into the trial. Pt received a left carotid stent in 2008. She became hypotensive after post balloon dilatation, and was started on neo-synephrine drip after receiving 2 boluses. She had transient deficit with mild confusion and mild weakness of the right side. The filter was retrieved and showed significant debris. The pt's symptoms recovered after a few mins. She returned to baseline. She was transferred to ICU, where she had recurrence of her symptoms of right arm weakness and speech difficulties. She had a stat plain CT scan that did not show any acute changes. She remained on the neo drip with systolic blood pressure range 90-110mmhg. Neurology saw the pt around in 2008. Repeat CT scan was done, no acute changes, carotid ultrasound showed normal appearance of the left carotid stent. Speech therapy, ot, and pt were ordered. The diagnoses was crescendo tia versus stroke. By afternoon the pt had improved, moving right arm and speaking more clearly. In the same month the pt was improved with some slight deficit in right arm and speech. She was discharged from the hospital to home the following day. It was documented that the pt still has slight right upper extremity deficit. The pt c/o difficulty writing. Her nihss was 5 in the morning after the procedure.

Manufacturer narrative:
Reference MDR 2183870-2008-00132 for other device used in this procedure. Device not returned to MFR.